Manufacturer narrative:
Age at time of event: 18 years or older device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a severely calcified vessel. A 2.50 x 24 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. When the device was taken out from the patient's body, the stent struts got lifted. The procedure was completed with another of the same device. No patient complications nor injuries were reported.

Manufacturer narrative:
Device evaluated by MFR: synergy ous mr 2.50 x 24mm stent delivery system (sds) was returned for analysis. The crimped stent was examined and damage was noted on several locations along the stent. Stent struts 1, 10, 12 and 20 from the proximal end of the stent were lifted and pulled distally. The remainder of the struts were undamaged. The crimped stent od (outer diameter) was measured and is within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube identified multiple kinks along the full catheter length. An examination of the shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage or strain. The tip was visually examined and damage was noted. No other issues were identified during the product analysis. Inspection and testing as well as process monitoring and control were conducted throughout the manufacturing process to establish product conformance to specified requirements. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a severely calcified vessel. A 2.50 x 24 synergy drug-eluting stent was advanced but failed to cross the lesion. When the device was taken out from the patient's body, the stent struts got lifted. The procedure was completed with another of the same device. No patient complications nor injuries were reported.